Event description:
The user facility reported that during a procedure, hospital staff used the hand control to attempt to reposition the table to level but were unable to do so. The procedure was completed and the patient removed from the table successfully without further incident. There were no reports of injury to hospital staff or the patient.

Manufacturer narrative:
Steris issued a voluntary field correction report ((B)(4)) for 5085 and 5085 srt surgical tables. Steris has learned that a limited quantity of hydraulic column cylinders installed into certain 5085 and 5085 srt surgical tables were assembled by our supplier with incorrect snap rings and an anomaly in the column cylinder. These conditions may affect the flow of oil through the column cylinder and have the potential to affect the user's ability to move the table top to the desired position. These events occur sporadically and steris has received no reports of injuries associated with the occurrence of these events. Steris service representatives will visit all affected customers to arrange for replacement of the hydraulic column cylinder of the 5085 and/or 5085srt surgical tables should it contain the components suggested to be affected by our supplier.

Manufacturer narrative:
Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.